Manufacturer narrative:
Reported event: the reported device is a 3.0 rio® robotic arm - mics, catalog: 209999 method & results: device history review: a review of the DHR associated with rio 108 found quality inspection procedures and pt review successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure. There were other reported events ((B)(4)). Conclusion: no investigation was conducted since no information was provided. The device was not returned for evaluation.

Event description:
(B)(6) revised a mako pf and zimmer uni of the right knee to a total knee primary triathlon, no use of augments. The original pf procedure was performed on (B)(6) 2011.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. This complaint is considered to be an off-label use as the surgeon used both mako and zimmer products to complete the surgery.

Event description:
Marchand revised a mako pf and zimmer uni of the right knee to a total knee primary triathlon, no use of augments. The original pf procedure was performed on (B)(6) 2011.